Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was non-biological foreign matter inside the tube. There were no health consequences or impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 6 samples from the customer in support of this complaint. Evaluation of 6 returned samples indicated tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate and confirm customers¿ failure mode from the samples received. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was non-biological foreign matter inside the tube. There were no health consequences or impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.